Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. During start up all of the led digits did not light up. The device was able to obtain readings. Internal inspection showed contamination damage on the system circuit board which prevented some of the led digits from lighting up. Additional contamination damage was observed on the tech board and the speaker. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has segments on the upper display which do not illuminate. No patient impact or consequences were reported.